Event description:
It was reported to philips that the customer needed to buy a knob switch. This was further clarified by philips as the therapy knob was damaged and failed. There was no patient involvement.